Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Device interrogation revealed alerts for non-sustained right ventricular oversensing due to post paced t-wave oversensing on the right ventricular lead on (B)(6) 2018. The patient stated he was feeling good. The device was reprogrammed on (B)(6) 2019. The patient was in stable condition.